Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was observed that the attachment device ran hot. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed temperature assessment (reading 119 degrees, should be less than or equal to 118 degrees). It was also observed that the device bearings were worn causing the device to fail temperature assessment. This is consistent with excessive force during use, causing the bearings to fail prematurely. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage caused by user error, excessive force during use causing the bearings to fail prematurely. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.